Event description:
The gdc 10-3d 3d-shape synerg detection circuit got jammed in the renegade-18 microcatheter. When the physician attempted to remove the coil from the microcatheter, it detached. No clinical sequelae was reported as result of this event.